Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer's most current level was 230mg/dl. The customer's levels had been as high as 412mg/dl. The customer states they were treated with manual injection. The customer was not able to complete troubleshoot at the time of call and will be calling back at a later time.